Event description:
On (B)(6) 2010, the customer contacted baxter to advise that a colleague volumetric infusion pump, product code 2m8151, (B)(4) allowed air to go into the patient during infusion. No injury resulted from the event, but the customer is unhappy with the performance of the device. It is unknown at what date and time the failure occurred; however there is no report of patient injury or medical intervention. On february 23, 2009, the customer was contacted, and they stated that the device did not alarm that there was air in the tubing. A nurse was walking by the patient on rounds, and she saw the air bubbles inside the tube. No failure code resulted, and no alarm sounded. The device was removed from the floor and will be returned to baxter for evaluation. This device utilizes user interface module master software version 5.09.92 categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is the air sensor in the pumphead module was defective. The pumphead module was replaced.